Manufacturer narrative:
This record is a consolidation of records summarized as part of FDA¿s voluntary malfunction summary reporting program. 9 devices were returned to resmed/ resmed authorized service centers and evaluations confirmed the reported complaints. Of the 9 reported complaints with device returns: 7 were resolved with a main circuit board replacement; 2 were resolved with a power supply unit replacement. All devices were serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
This report summarizes <noe> 9 </noe> malfunction events where it was reported to resmed that astral 150 devices had power source detection related issues. There was no patient harm or serious injury reported as a result of these incident.